Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation

Event description:
It was reported that the device was not able to detect the maternal pulse. A fetal death was reported. The device was in use on a patient. There was a report of patient or user harm.

Event description:
It was reported that the device was not able to detect the maternal pulse. A fetal death was reported. However, it turned out that the fetal death initially reported, was not related to the device, as the customer mixed it up. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The following communications were performed: it turned out that the fetal death initially reported, was not related to the device, as the customer mixed it up. Multiple good faith efforts (gfe) were made to obtain additional information for the reported issue, but no further relevant information was provided and that the exact cause for the reported issue remained unknown. Based on the information available and the testing conducted, the cause of the reported problem was unknown due to insufficient information. If additional information is received the complaint file will be reopened.